Manufacturer narrative:
We have here a customer responding correctly and quickly to prevent false readings and incorrect test results. The complaint was never actually confirmed in this instance but the pipette was replaced and not intended for further use as is. It is the experience of the MFR that this type of problem is not only correctable allowing the pipette to again be reused after corrective service, but in most instances preventable should the customer follow recommended MFR guidelines for preventative service.

Event description:
The customer reported that the biohit pipettor was dripping fluid after aspiration. The customer cleaned the pipettor for two days and used the pipettor without any drips. However, the pipettor started dripping again. The customer immediately discontinued using the pipettor and retested the samples using a different pipettor. The customer was unable to provide add'l info regarding this issue. The customer indicated that the pipettor was recently received in 2007 and had previously reported for volume verification failure. The customer's issue was resolved by product replacement. The customer was instructed by cts to send the pipettor to the repair depot. Service order entry is still pending. The customer reported that there were no erroneous results reported. A search was performed concerning complaints logged by this customer. This customer has not logged any complaints against this instrument since this incident, indicating that the pipettor is no longer in service.